Event description:
A complaint was received stating that a low reading of 8.6 mmol/l (156 mg/dl) was obtained on a customer's precision qid meter when compared to a lab result of 17 mmol/l (264 mg/dl). There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "d" zone, which is considered to be clinically significant.